Event description:
This event is reportable based on the product analysis. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the hub broke. While performing a pci and after placing a 3.0x38mm taxus liberte drug eluting stent, as the physician was connecting the inflation hub of the stent into the inflator device the hypotube broke. The stent was withdrawn from the pt and replaced with another 3.0x38mm taxus liberte drug eluting stent to successfully complete the procedure. No pt complications occurred. There was no apparent damage to any of the packaging and it is not known why the hypotube broke. Device analysis confirmed a hypotube fracture.

Manufacturer narrative:
A visual and microscopic examination found that the hypotube had broken approximately 22.5cm distal from the catheter's strain relief. The device was kinked at the point of separation. Also, there were kinks along the entire length of the hypotube. This hypotube damage is consistent with excessive force being applied to the delivery system. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.